Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information received from a patient reported that they had their implantable neurostimulator (ins) revised due to the stitches coming out. The patient also mentioned that the revision was because the battery was at a weird angle. Then, they went in the middle of the back and redid the leads. It was noted that the revision surgery took place in 2011. Indication for use is post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.